Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device found the glass cap bevel edge and metal cap were not aligned, the glass cap could rotate independently of the metal cap. This observed glue failure is caused by a temperature higher or close to epoxy degradation temperature near the laser beam output window is believed to be a major impacting factor leading to epoxy failure. Severe devitrification was noted to the glass cap at the output window. The metal cap had severe charred detritus adhesion on the surface and there was indication of slight melting on the output window noted. The outer flow tubing exhibited minor scratch marks. There was no indication of fiber breakage on the returned device. The reported issue was not confirmed so the assigned conclusion code for the reported break was no problem detected. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the laser photoselective vaporization procedure, the power on the fiber was decreased and the doctor noticed that the fiber was cracked. A second fiber was used to completed this case. There was no clinical consequences to the patient.

Event description:
It was reported that during the laser photoselective vaporization procedure, the power on the fiber was decreased and the doctor noticed that the fiber was cracked. A second fiber was used to completed this case. There was no clinical consequences to the patient.